Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 8/18/2015. The fse began to troubleshoot the subrate system and found that the tube from the bottle needed to have a better fit. The fse secured the tube and cleaned the lamp detector. The fse also noticed the the wash tip was off of the wash probe. The fse then reattached the probe. The fse ran daily tests with no ll errors and the background check passed well in spec. No furhter action was required by field service. The most probable cause of the reported event was the substrate tube was loose.

Event description:
On (B)(6) 2015, a customer reported ll lamp errors with their aia 600ii analyzer. The customer is unable to run prl, lhii and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, lhii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.